Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer reported being implanted due to uroschesis. During follow-up, the consumer said that after the operation repeatedly infection of the wound in the position of the stimulator. The doctor advised the consumer to return to the surgical hospital for treatment and now shutdown and stopped treatment. There was not a more than 50% reduction in symptoms. It was unknown if any troubleshooting was done or if the cause of the reported event determined. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the cause, type, and resolution pertaining to the infection at the implant site were unknown. The consumer stopped using the product as an action taken to resolve the infection. There were no further complications reported as a result of this event.